Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
(B)(6) results were reported with the alere determine hiv 1/2 ag/ab combo on a known (B)(6) patient. The sample type was not provided. There is insufficient information to determine if a malfunction occurred. The patient was reported to have normal blood counts. No other patient information such as treatment status was provided. The date of occurrence was not provided nor was a device lot number. Attempts to gain additional information were not successful.